Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the cannula did not adhere to the skin, with the issue occurring sometime within the past month and the event date was not provided. No further information available.